Manufacturer narrative:
Our technical support asked the customer to access the gas menu and see if they could select anything. The customer reported that they were unable to. I then asked them if the bedside monitor was in ICU mode or operating room mode, and the customer replied that he did not know. I instructed him on how to find out and change it if necessary and that might correct the issue. They stated that they were working to get back to the bsm vital sign monitor as it was in use in the operating room and was unable to get there as because x-ray was being used. I asked him to call back if that did not work. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).